Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the deployed staples of the distal end were malformed at the 1st firing. Another cartridge was loaded into the same device and fired but the deployed staples of the distal end were malformed as well. Eventually, another device was used to complete the case without problem. There were no adverse consequences to the patient. It was unknown that the returned cartridge was used for which firing.

Manufacturer narrative:
(B)(4). Additional information: batch # m55f3r. The analysis found that one pce45a device was returned in good visual condition and with two ecr45b cartridge reloads. The cartridges were received fully fired and in good visual condition (b m54t52, c m53c1c). The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.